Event description:
Philips received a complaint regarding the efficia dfm100, indicating a failure in the ECG equipment. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The rse evaluated the device remotely and determined that the issue was due to a defective 3-lead ECG cable. The rse suggested replacing the faulty ECG cable, and the defective part has been scrapped. The customer has initiated a new cable purchase process. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.